Event description:
It is reported that the end-user developed a peristomal ulcer which she has had for an unknown length of time.

Manufacturer narrative:
The end-user was seen by her physician and the wound was treated with packed sterile gauze and tegaderm transparent dressing. She also received intravenous antibiotic therapy with invanz (ertapenem). He son stated the ulcer is "all around the stoma about one inch out and in some spots three-eight of an inch deep". The end-user is being followed by a home health nurse and samples have been sent. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected and the lot number was not provided. Should additional information become available, a follow-up report will be submitted.